Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as an insufficient bending angle, a catch when angle is working, rattling in the rotation mechanism, a scratch on the insertion section, defective forceps insertion, defective cleaning brush insertion, scratches on the universal cord, a dent/crushed cable, chipped adhesion part of the bending rubber, scratches on the lg-connector/video connector/video connector case, a discolored video connector, a peeled label on the lg-connector, scratches on the control section/sw-box/grip/a-lever/ud angle fixing lever, scratches on the stress boot of the video cable/insertion section, poor watertightness of the insertion section, and liquid leakage from the lg-connector/inside the lg-cover glass were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited a part of the connecting tube falling off. There were no reports of patient involvement.